Event description:
It was reported that stent dislodgement occurred, the target lesion was located in the moderately tortuous and severely calcified lesion. A 7.0mmx19mmx90cm express sd renal/biliary was used, however, during the procedure the stent was placed inside the patient and prior to reaching the lesion the stent came off the shaft/balloon and had to be retrieved with a snare. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter first name and last name updated. Device evaluated by MFR.: returned product consisted of an express sd stent with an unknown sheath, 0.014 wire, and a snare. Visual examination revealed that only approximately 7mm of the stent returned and is damaged. Microscopic examination revealed no additional damages. The rest of the stent and the balloon catheter did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent dislodgement.

Event description:
It was reported that stent dislodgement occurred, the target lesion was located in the moderately tortuous and severely calcified lesion. A 7.0mmx19mmx90cm express sd renal/biliary was used, however, during the procedure the stent was placed inside the patient and prior to reaching the lesion the stent came off the shaft/balloon and had to be retrieved with a snare. The procedure was completed with a different device and there were no patient complications reported.